Event description:
It was reported the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was treated for peritonitis with intraperitoneal (ip) injection of vancomycin, 1gm stat, and an intravenous (IV) injection of tazar 4.5gm twice a day. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a supplemental report will be submitted.